Manufacturer narrative:
This supplemental emdr is being submitted to provide a correction to h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Therefore, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited disturbances in the image described as dots during cable manipulation. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited disturbances in the image described as dots during cable manipulation. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the most probable cause is cause traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head exhibited disturbances in the image described as dots during cable manipulation. There were no reports of patient harm, injury, or death.